Event description:
Healthcare professional reported right side capsular contracture baker grade IV, and rupture confirmed via ultrasound. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: a5, b1, b5, d6b, e1, g2, h3, h6.

Event description:
Healthcare professional reported capsular contracture, baker grade IV, and rupture, confirmed via ultrasound. This record is for right side. Device remains implanted.

Manufacturer narrative:
Continued e1 phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV, and rupture.